Manufacturer narrative:
Product analysis summary: no detachment was evident to the hypotube. A kink was evident to the distal shaft. The stent was positioned between the markerbands but not meeting specifications due to deformation of the distal wraps. Deformation was evident to the 1st & 2nd distal stent wraps with struts raised. No deformation was evident to the distal tip. The inner lumen patency was verified with a 0.015 inch mandrel. No other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use a resolute integrity rx coronary, drug eluting stent to treat a lesion. The lesion was not pre-dilated. Resistance was noted when advancing the device. Force was not used. It was reported that a fracture of the hypotube occurred. When advancing the device, the fracture occurred at the proximal end of the device which was located outside the patient's body. The device broke in two pieces. The device was not kinked and restraightened during use. No patient injury was reported. The device returned without a detachment but deformation to the stent struts.